Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while positioning the right ventricular (rv) lead it appeared that the helix had deployed and was snagging on the right ventricular (rv). Retraction of the lead was attempted, however the lead continued to snag. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.